Event description:
13 yo male with dx of spina bifida, pyelonephritis, and vp shunt removal. Pt had cardiac arrest during hosp admission and it was noted that although the bed was turned to CPR mode, the pt was "bouncing" on bed during CPR. It was apparent that air remained in the matress. Child expired. Physician felt CPR was ineffective related to possibly malfunctioning bed. Unable to determine relationship between inability to deflate product and the outcome. Initially it was determined to be an education issue, however on 4/8/97, reporter was advised that there is a product problem; and subsequent smda report prepared for submission.